Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 7. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and bleeding. No further patient complications were reported.